Manufacturer narrative:
Two (2) actual devices were received for evaluation. Visual inspection with magnification on the returned samples revealed loose, dried particulate matter (pm) inside the bottom left of the bags. The pm was further analyzed by stereomicroscopic examination which revealed the particles as clear, elongated polymeric particle identified as ethylene vinyl acetate (eva). The reported condition was verified on both samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event was observed during an unspecified date of 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags presented foreign material. This event was observed during preparation. There was no patient involvement. No additional information is available.